Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that user was getting a critical temperature sensor error on the arctic sun device and were unable to get it to work.

Event description:
It was reported that user was getting a critical temperature sensor error on the arctic sun device and were unable to get it to work. Per follow up information received on 10aug2022, the error number was error 74 (non-recoverable system error secondary outlet water temperature sensor out of range ¿ low resistance). There was no patient involvement and the device was sent in for for evaluation.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a shorted t1 on the tank harness. The device was evaluated upon receipt, where the device gave an error 74. The device was sent to crawley depot for additional evaluation and potential repair. Replaced tank harness. Per crawley, device was not cooling. Mixing pump was faulty. Damaged temperature sensor cable. Intermittent chiller fault. Device underwent preventative maintenance. Replaced mixing pump, chiller, circulation pump, heater, and drain ports. Scrapped temperature cable. An electrical safety test was performed, as5000 system passed all tests, is functioning properly and is ready for use. The device did not meet specifications, and was influenced by the reported failure. The device was not in use on a patient. The DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. Based on the results of this investigations, no additional action is required at this time. The labelling is not required as the complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the actual/suspected device was inspected.